Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproducethe reported issue. The device was able to correctly charge and shock defibrillation energy. From the downloaded electronic patient record it was observed that paddles lead was distorted. During device evaluation, physio observed an issue with the pacing pulses; physio replaced the therapy pcb assembly for this unrelated issue. Proper operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the ECG waveform with paddles lead was distorted when they used their device on a patient. The defibrillation pads were placed but it was impossible to interpret the patient's ECG through paddles lead. When the patient was connected to another monitor, it was observed that the patient was in ventricular fibrillation (vf). The rhythm shortly changed to pulseless electrical activity (pea); in the opinion of the paramedic because no defibrillation shock had been given yet. The crew provided manual CPR and after approximately 20 minutes, the patient had return of spontaneous circulation and was transferred to the hospital with respiratory support.